Event description:
A 62 year old male patient was being transferred between hospitals by ambulance. During the transfer, the unit was used to monitor the patient's ECG. After the ambulance had travelled approximately 3 miles, the monitor ECG display allegedly failed to function properly and bacame erratic. A backup device defibrillator/monitor/pacemaker was called for and used with the same patient cable for the remainder of the transfer with no other problems reported. The reporter indicated tere was no adverse affect to patient care as a result of the alleged malfunction.